Event description:
During a routine shift check by a clinician, the device powered up intermittently. There was no patient involvement.

Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device for root cause analysis, the malfunction was no longer seen. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer.